Event description:
The pt was secured to a cranial skull clamp. The pt was then moved slightly to position axillary roll (adjustment). During this process, the pt's head moved forward out of the fixation device. The rn secured the pt's head to prevent injury.